Manufacturer narrative:
Stryker evaluated the customer¿s device at the product analyses center (pac) and through the device log analysis, the technician found that there was no patient load detected by the device on the event date, which is inconsistent with what the customer reported. The electrode tray that was returned with the device was unused with the tamper evident seal intact. The device electronic record also shows that the electrode tray was replaced on (B)(6) 2024 with another electrode tray with a different expiration date, which is the same as the one that was received at pac. The log shows that on the event date the device was powered on, however, the impedance measurement was outside of the specification for a patient load. The resistive portion of the impedance measurement fluctuated and dropped down to a minimum of 155 ohms, but the reactive portion remained high at 658 ohms. Since the electrode tray was not returned, the root cause could not be established. A test shock was performed with a defibrillator analyzer with no discrepancies. No device failure was observed. The customer's device was archived by stryker. The customer has been provided with replacement device. Clinical review of the reported event was performed and it was concluded that there are insufficient data within the file to determine the impact of the device use. The pco file did not contain patient ECG data.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During investigation of the reported case it was reported to stryker that the device didn't detect patient through defibrillation electrodes during intervention on a patient. The patient associated with the reported event did not survive.